Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leak was observed from ¿the seal around the port that would be spiked¿. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from may 24, 2019 ¿ may 26, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A screenshot and zoomed in area of the video was performed which observed a spike port cap leak. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The direct cause of the condition could not be determined, however a probable cause could be related to inadequate or lack of cyclohexanone being applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.